Manufacturer narrative:
Unit passed displacement test, selftest, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph generated by adapt program shows unexpected battery power loss for a duration of time, problem isolated to electronic assembiles. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not lasting a week and gave low battery alert. Customer stated they change the battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.